Manufacturer narrative:
The reported event of ¿lead insulation twist during implant¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the lead body insulation was severely twisted from proximal end to distal end of the returned lead consistent with occurring at time of procedure. X-ray inspection of the lead found the inner coil at the connector region to be severely over-torqued resulting in all filars to be broken consistent with procedural damage. The reported event was isolated to the damage occurring to the lead body ¿during implant¿.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a procedure for an implant. It was noted during the procedure that the lead insulation was twisted. Though capture thresholds were acceptable, the physician was concerned and the lead was exchanged. The implant was successful. The patient was stable.